Event description:
After a retrospective review of this case a decision was made to submit this case as a (MDR) medical device report. An excel console with footswitch was involved in an incident and was described as follows; the unit smelled like smoke. The vacuum pump was found to be bad and was replaced at that time. The vacuum pump failed again. There was no injury or pt interaction.

Manufacturer narrative:
Integra lifesciences engineers have completed a thorough investigation and the resultant findings are: the complaint was confirmed, the failed vacuum pump was investigated and the root cause was determined to be a corrosion of the rotor to the body core, causing excessive current draw - hence the burning smell. The corrosion was due to damp air being drawn into the pump. The part failure was due to the use of damp air in the sys used by the customer. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for reference and trending purposes.